Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 07/08/2015 with the following findings: the threads of the returned battery cap were found to be stripped; this device failure caused the reported issue. The returned battery cap was unable to secure to the suspect and test pump cases per the instructions for use (IFU): the reported issue was duplicated. The battery cap contact measurements were found to be within the specifications. The battery compartment was observed to be intact.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the user was unable to remove the battery cap from the pump case. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.